Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be performed as no lot information was provided. Based on the available information, we were not able to fully investigate this issue therefore a root cause cannot be determined at this time. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found that coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Investigation conclusion: no pictures or samples are available for investigation. Customer complaints about coring. No samples or pictures were provided. No lot. Phaseal needles are designed to reduce the coring tendency. If coring comes from membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. Materials: needles. See below. If coring comes from rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Root cause description: as several factors impact on coring tendency, the root cause cannot be established. There were no changes in phaseal protectors recently. The use of assembly fixture m12 is recommended. Device manufacture date: unknown.

Event description:
It was reported that the protector p50 experienced foreign matter contamination.